Event description:
On (B)(6) 2014, the patient reported the infusion device does not deliver insulin correctly when the battery is low. This first began in (B)(6) 2013 and has been an ongoing issue. The infusion device also has high power consumption, and the battery has to be changed every 24 hours. The infusion device has correctly provided battery low and battery empty errors. For example, she stated her blood glucose was approximately 300 mg/dl around christmas due to a low battery. Her normal blood glucose is 115-157 mg/dl, and she delivered a bolus of 2.0 units. Follow-up was completed on (B)(6) 2014. The patient switched to her backup infusion device and has had no further concerns. The infusion device, battery, and battery cover were requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The history showed that the customer did not always use full charged batteries. Therefore, the a2 (battery low) comes quickly. A2 (battery low) was found in the history, and this does not affect the delivery accuracy of the insulin pump. All programmed boluses were delivered as programmed by the customer. All errors and warnings are triggered correctly by the pump and were confirmed by the customer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.